Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary the device related to the reported events rupture was received on october 28, 2024, with lot number 355415. Based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness within specification) a workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, d2a, d3, d4, e1, g1.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional data: fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 355415 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, a split in patch was observed and assessed as workmanship, but it has no relation with the reported complaint. Also, the event for rupture was observed, therefore, rupture is confirmed, but it is not related to the manufacturing process. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v7.0) was performed, and the event of split and patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implant for the period of november 2022 through october 2024, were noted one outlier in (B)(6) 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.